Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while the reload was being fired onto tissue using the powered stapler. The device indicated that the load completed the firing; however, the blade stopped approximately 5mm short from the cut line. The reload was able to be completely fired after the surgeon pressed the button to engage the firing mechanism on the powered stapler and cut the suture to release the reinforcement material. There was no patient injury.